Event description:
Responded to a full code. Applied the initial zoll monitor pediatric pads and found them not working and unable to read a heart rhythm. Immediately replaced the pads with another set and those pads were functionable. The malfunctioned pads and product packaging were disposed of by the responding crew.